Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a "string-like" material present within the extension leg is confirmed to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A statlock securement device, guardiva, and dressing material was returned attached to the winged hub. A sticker was attached to the dressing with patient information. The catheter extended up to the 43 cm depth marker. A white stringy material was observed within the extension tubing. An attempt to flush the catheter with water was unsuccessful due to residue material occlusion. The catheter was cut at multiple locations to determine where the residual stringy material extended to. The material was present up to the 4 cm depth marker. Microscopic observation of the white substance revealed it to not have the characteristics of a thread or wire material. The material was observed to dehydrate when left exposed to air. The material extended from the extension leg down to the 4 cm depth marker within the catheter tubing. The material had a yellowish, fatty appearance. The material appeared to be a precipitant formed during use of the device and did not resemble any portion of the materials used in he manufacturing of the device; therefore, the complaint is confirmed.

Event description:
It was reported that dr. Pulled PICC line from patient today and it appeared to have a "string-like" material in the purple pigtail portion of it.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redq0567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that dr. Pulled PICC line from patient today and it appeared to have a "string-like" material in the purple pigtail portion of it.